Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead impedance had increased. When the pocket was opened, it appeared that the lead was twisted.